Event description:
On august 28, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
According to the case information, the user complained of seeing a sensor replacement alert on the status bar of the eversense app with no apparent error code in the alert history on 30 aug 2024. The RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house and showed no issue with sensor functionality. The transmitter log file showed that the transmitter was detecting two sensors, sn (B)(6) (inserted on (B)(6) 2023, then retired on 25 jun 2024 after reaching its end of life) and most recently inserted sn (B)(6) (inserted (B)(6) 2024). The transmitter was intermittently reading from both sensors. In an associated case for the user's complaint about sensor linking issue (B)(4), the transmitter log file analysis also revealed that a sensor error occurred on 30 aug 2024. When the error happened, the transmitter read the insertion date/time from sensor sn (B)(6), inadvertently updating the insertion date for sensor sn (B)(6) to (B)(6) 2023 and consequently updating the sensor's remaining life to zero, which could not be reversed per design. This sequence of events resulted in the customer's observation of a sensor replacement alert on the status bar of the eversense app with no error code in the alert history. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 27 november 2024. D9 device available for evaluation? Yes, on 17 october 2024. G3. Date received by the manufacturer? 29 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.